Manufacturer narrative:
A steris service technician inspected the washer and washer door and found it to be functioning properly. The technician was unable to duplicate the reported event. The washer has remained in use since the incident and no further issues have been reported with the equipment. Steris has determined the root cause of this incident to be user error as the facility employee reported that he shut off the washer power prior to reaching into the washer door. The reliance 444 washer operator manual instructs users that the "power switch should remain in on position at all times for normal operation" (pp. 3-2). The operator manual further instructs users to (pp. 1-1) "keep fingers and hands out of door area to avoid personal injury" when the washer loses power. The washer is under steris maintenance/service contract and was last serviced on march 30, 2010. A steris account manager conducted refresher in-service training for hospital personnel regarding the proper use and operation of this device on may 5, 2010.

Event description:
The user facility reported that when an employee attempted to release the washer door that had become stuck, his hand hit the top of the door causing a laceration and bruising to his fingers. The employee was treated at the facility clinic where he was given a tetanus shot and his hand was washed and bandaged. The employee reported he missed no time from work and that his hand has fully healed with no residual injuries.